Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the calcified common femoral arteries was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a left heart transluminal aortic valve implantation procedure. Reportedly, there was no suture with plunger removal for all four proglide devices. The sutures of two new proglide devices were successfully pre-placed at each access site. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.